Event description:
The device was used during a laparoscopic spleenectomy. Reportedly, after inserting the device, the pouch partially disengaged from the ring. Another device was used to finish the procedure. No pt injury was reported.